Manufacturer narrative:
(B)(4).should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vial-mate adapter cored a vial during activation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. A visual inspection did not identify any particulate matter. The device was functionally tested and was found to function without issues. No malfunctions or abnormalities were identified during that evaluation of the device. Should additional relevant information become available, a supplemental report will be submitted.